Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient with pre-operative dia gnosis for spinal stenosis, previous loosening hardware. Procedure or therapy performed was posterior cervical revision. Levels implanted c2-t1. It was reported that the set screw broke while attempting to final tighten. There was no symptom reported. There were no further complications reported regarding the event. There was no fragment left in the patient. No additional surgery performed as a result of this event.